Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was fractured, flattened and abraded and four filars of the proximal coil were fractured at 25.5 cm to 26.0 cm from the connector pin due to clavicular crush. The distal insulation was also abraded and fractured which resulted in the shorting of the coils and would account for the reported sensing anomaly.

Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly. The lead was explanted and replaced.